Event description:
It was reported that during an a-fib procedure the lasso catheters were not recognized nor displayed on the map by carto3 system when they were attached to the 20polea and 20 poleb respectively. Errors 117 and 130 were displayed. The issue was resolved by rebooting the patient interface unit (piu) and reconnecting the cables. The procedure was completed using the new catheters. This complaint is not indicative of a reportable event. There were two (2) catheters (both with the same lot number) involved in this complaint. During visual inspection of the returned complaint catheters on (B)(4) 2012, it was noted by bwi failure analysis lab that one of the two catheters was received with white foreign material stuck underneath electrode ring #17 on the distal side. This condition was not reported by the customer. The presence of foreign material under the electrode ring is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report. The second catheter's visual inspection noted that the catheter looked normal. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician managed to remove the catheter safely from the patient. The type, size and color of the sheath used in conjunction with the catheter were not provided. There was no patient injury reported related to this complaint. No difficulty while using this catheter that might have caused this catheter condition was reported. Nor was this condition noted prior to sending the catheter back to bwi.

Manufacturer narrative:
(B)(4). During visual inspection of the returned complaint catheters it was noted by bwi failure analysis lab that one of the two catheters was received with white foreign material stuck underneath electrode ring #17 on the distal side. This condition was not reported by the customer. The white foreign material noted on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The foreign material was identified as styrene - polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material. Further investigation regarding the foreign material and ring damage found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to investigate this issue. As this catheter was returned for lasso catheter error messages issue, the eeprom data was review and carto test was performed. This catheter passed both tests. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint condition was not verified.